Event description:
Additional information was received reporting that per site, year 5 mr/mra imaging on (B)(6) 2025 showed raymond & roy occlusion class 3. No symptoms or actions taken were reported in association with this finding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information reporting that a patient underwent pipeline implantation to treat an unruptured fusiform aneurysm with max diameter of 3.6mm and a neck diameter of 3.6mm. All devices were prepared as indicated in the instructions for use. A balloon was used in the procedure to optimize wall position. Immediately post-operative angiography showed wall apposition was achieved with aneurysm occlusion raymond and roy (r & r) class 3. At 1-year follow-up on (B)(6) 2021, site reported observation of residual aneurysm neck with r & r class 2. There was no allegation against the device. It was noted the patient had no injury. No further treatment was noted. Additional information received reported the site noted aneurysm occlusion r & r class 3 at the 2-year follow-up mr imaging performed on (B)(6) 2022 additional information received that per site, year 4 mr/mra imaging on (B)(6) 2024 showed raymond & roy occlusion class 3. No symptoms or actions taken were reported in association with this finding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.